Manufacturer narrative:
This report is related to report 9680654-2018-00007.

Event description:
The patient was air-flighted from a facility in (B)(6) to a healthcare facility with evidence of a ruptured abdominal aortic aneurysm per cta. The patient was taken for immediate aorto and graftogram to determine the nature and/or cause of the abdominal aortic aneurysm rupture. Upon gaining wire-guide and sheath access of the right femoral artery a pig tail catheter was inserted to take contrast enhanced images. Multiple dsa runs were taken from multiple a/p and lateral angles. The first graftogram revealed the right renal stent (atrium icast) was not filling up with contrast and no flow was seen going through the right renal artery. The doctor recannulated this renal stent with wire-guide/catheter and performed balloon plasty expanding the right renal icast stent. Flow was restored to the right renal artery. Further angiograms of the zfen device did not show an obvious endoleak. The most compelling indication of endoleak was seen during a 90 degree lateral dsa run showing two posterior sacs of contrast outside the device fabric at the level of the first and second sealing stent. The contrast did not appear to travel caudally. The physician then decided to use a 4010 palmaz balloon expandable uncovered stent to try and create more radial force and get the device to expand to seal these posterior sacs. The stent was deployed over a wire-guide and the proximal edge of the stent landed at the distal marker of the 10mm deep scallop without any incident. The stent was deployed over a 25mm balloon and additionally ballooned with a 32mm coda. Another lateral dsa run was done to determine if the posterior sacs had resolved but these remained. The 32mm coda was used to re-balloon the proximal edge of the device and another lateral dsa run was taken but these "sacs" still remained behind the graft. At this time the physician decided to stop the re-intervention as the patient baseline cr. Was 1.9 prior to beginning the procedure.

Manufacturer narrative:
This report is related to report 9680654-2018-00007. The complaint device was not returned for evaluation. The lot number was not received and therefore, a review of the work order record could not be performed. Further information was requested from the physician to understand the cause of the initial aneurysm rupture and the reason the patient expired: are you able to confirm if the patient attended regular follow-ups to assess their health and the performance of their endovascular graft? And if so, how long it was since their last follow up? "It was noted that this patient was called multiple times for follow-up post implant of his initial zfen implant but was reluctant to come in for some reason. Patient lived outside the phx area. I don¿t have an exact date of his last follow up at this time." From the imaging it appears that the aneurysm ruptured, and then clotted off to form a hematoma on the left side of the aorta to produce a contained rupture. Can you confirm if this was the case? "Yes. I agree with this statement." Does the physician have an opinion about what may have led to the death of the patient? "Post re-intervention the patient expired due to respiratory failure. Post re-intervention the patient was not noted as being hypotensive so it doesn¿t appear that the abdominal aortic aneurysm (aaa) ruptured." Does the physician have an opinion as to what may have contributed to the initial aneurysm rupture? "Aneurysm rupture may have been caused by continuing dilatation of the proximal seal zone post initial implant. I don¿t know why the proximal neck kept expanding." Medical imaging relating to this complaint was received and reviewed by the william cook australia medical director : "the presentation CT does indeed look very much like a ruptured aaa, with what looks like a haematoma along the left side of the aorta, and a possible leak in the left postero-lateral wall of the aaa." "The angiograms do show two tiny endoleaks posteriorly, one above the other, and they lie immediately adjacent to the graft, and flow nowhere. Interestingly, on both the CT and the angiogram, there is no contrast flowing either into the aaa sac proper or into the ¿haematoma¿ if that is what it is. So while it looks suspiciously like a ruptured aaa, the lack of contrast flow would suggest that it has all clotted off ¿ a contained rupture. This would also be consistent with the patient¿s survival for an air transfer and the angiography etc. An ongoing open rupture would not survive that." "Those two tiny endoleaks ¿ if that is indeed what they are ¿ look to be about the size of what one would expect from a couple of needle holes in the graft fabric ¿ a type IV endoleak. It would also be surprising if there was enough volume flow in these to cause a ruptured aaa. Also, the continuing presence of those two tiny leaks would be consistent with placement of an open stent such as a palmaz stent inside the main graft. Needle holes or fabric leaks wouldn¿t be sealed off with a palmaz stent." "Given that the leaks are tiny volume, and that there is no ongoing flow of contrast into the aaa sac or the presumed haematoma, I can¿t be sure as to what caused the patient¿s death. At this stage, I can¿t definitively say that there was or wasn¿t a fault with the device. If indeed the patient did have a ruptured aaa, then the device failed in its primary purpose, which of course was to prevent the aaa from rupturing." "The development of type 1a endoleaks can happen over time, as it appears to have done in this case. This is simply the progressive nature of the aortic disease. Their answer to point (4) is correct in its first sentence about continuing dilatation. The second sentence, about not knowing why that happened, doesn¿t take into account that aortic aneurysm disease is a progressive disease by its very nature." The device IFU states: "the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." "After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, patency of vessels accommodated by a fenestration/scallop, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is recommended, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information." "Inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries." "Potential adverse events that may occur and/or require intervention include, but are not limited to: aneurysm rupture and death, endoleak" based on the available information, a definitive root cause could not be determined. It is possible that one or more of the following factors contributed to the event: endoleak. Graft not fully conformed to vessel wall. Incorrect sizing. Patient factors.

Event description:
The patient was air-flight from a facility in (B)(6) to the healthcare facility with evidence of a ruptured abdominal aortic aneurysm per cta. The patient was taken for immediate aorto and graftogram to determine the nature and/or cause of the abdominal aortic aneurysm rupture. Upon gaining wire-guide and sheath access of the right femoral artery a pig tail catheter was inserted to take contrast enhanced images. Multiple dsa runs were taken from multiple a/p and lateral angles. The first graftogram revealed the right renal stent (atrium icast) was not filling up with contrast and no flow was seen going through the right renal artery. The doctor recannulated this renal stent with wire-guide/catheter and performed balloon plasty expanding the right renal icast stent. Flow was restored to the right renal artery. Further angiograms of the seen device did not show an obvious endoleak. The most compelling indication of endoleak was seen during a 90 degree lateral dsa run showing two posterior sacs of contrast outside the device fabric at the level of the first and second sealing stent. The contrast did not appear to travel caudally. The physician then decided to use a 4010 palmaz balloon expandable uncovered stent to try and create more radial force and get the device to expand to seal these posterior sacs. The stent was deployed over a wire-guide and the proximal edge of the stent landed at the distal marker of the 10mm deep scallop without any incident. The stent was deployed over a 25mm balloon and additionally ballooned with a 32mm coda. Another lateral dsa run was done to determine if the posterior sacs had resolved but these remained. The 32mm coda was used to re-balloon the proximal edge of the device and another lateral dsa run was taken but these "sacs" still remained behind the graft. At this time the physician decided to stop the re-intervention as the patient baseline cr. Was 1.9 prior to beginning the procedure.